Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent underdeployment occurred. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 95% stenosed, 3.0mm in diameter and 22mm long. The lesion was treated with direct stent placement using a 2.75x28mm taxus liberte stent. Residual stenosis was 0%. After the deployment of the 2.75x28m taxus liberte stent, intravascular ultrasound (ivus) was performed which showed good stent apposition at the distal centimeter of the stent, but underdeployment of the mid to proximal stent. The underdeployment was treated by post dilating to nominal 12 atmospheres in the distal portion and up to 15 atmospheres in the proximal and mid segments of the stent. Following angiograms showed excellent angiographic result and final ivus revealed no evidence of stent strut malappositon or uncovered lesion. The event was considered resolved without residual effect. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).